Event description:
The customer reported the system failed to properly save patient cine image data. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.